Manufacturer narrative:
During inspection and testing, foreign material was exiting the channel due to insufficient cleaning. The reported issue (leak) was confirmed during testing due to the channel being buckled and deformed. In addition, the distal end was damaged due to handling, and there was evidence of water invasion of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the subject device did not pass the leakage test. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was exiting the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.